Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/22/2020. H.6. Investigation: three protectors attached to vials were returned to our quality team for investigation. The product was visually inspected, no damage or defects ere observed on the protector or protector membrane ad the needle properly penetrated the vial stopper on all samples. The vial cap was measured on all returned product, the diameters measuring 10.60, 10.80 and 10.75 mm, the protector compatible with most vial 15mm vials. Functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. A device history review was performed for reported lot 1904109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on our investigation, although we could not replicate the reported failure, it was identified that the vial size was not compatible with the protector used which can result in an insecure connection between the protector and vial and lead to leaks such as the one reported. It is important correct vial size is used with the protector to ensure a secure connection. The protector must be attached completely vertical when attaching onto the vial. H3 other text : see h.10.

Event description:
It was reported that protector p15j leaked during use. The following information was provided by the initial reporter: customer reported that a fluid solution (5fu) had leaked between the protector and the vial during preparation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that protector p15j leaked during use. The following information was provided by the initial reporter: customer reported that a fluid solution (5 fu) had leaked between the protector and the vial during preparation.